Manufacturer narrative:
(B)(6). One refurbished endo-femoral aimer handle was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. Two of the three collet tabs have broken off and were not returned. The thumb nut is damaged by what looks like pliers. Device is well worn as the finish is dull and the lazer markings have faded. Dimensional assessment of returned portions of the device met print specifications. Without the return of the missing collet tabs a rootcause for this failure mode cannot be determined. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time.

Event description:
During surgery, the product was broken into the patient; it was all removed with pliers. Additional information received on (B)(6) 2014 indicates that the grip of internal guide broke. The surgeon made the tunnel with the drill, and at the moment of removal the product broke, according to the scrub tech. There were no unexpected anatomical, or procedural issues, during the procedure. The surgery was successful, and the patient was okay post procedure.